Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer clears the alarm and resumes insulin delivery. The customer reported that she believes these are false occlusion alarms. The customer declined troubleshooting and stated they are capable of troubleshooting and fixing the issue on their own.